Manufacturer narrative:
Voluntary distributor narrative the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report conmed (B)(4) reported of behalf of their customer that the unimax sb534, mini endo pocket, was used during a laparoscopic procedure on (B)(6) 2020. The surgeon reported that a small fragment of the endopocket "disintegrated" in the abdomen and had to be retrieved. He reported that "the whole mechanism disintegrated leaving a large plastic fragment in the abdomen" which had to be retrieved. The fragments were immediately retrieved with laparoscopic graspers. The was a 5-minute surgical delay reported. There was no patient injury or impact reported. The procedure was completed as planned, no other device was reported as being used. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.